Event description:
(B)(4) - biotronik rv lead model 379969 was noted to have oversensing of high frequency noise consistent with make-break potential due to lead failure. Patient elected to proceed with rv lead addition and abandonment of malfunctioning lead.